Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving gablofen via an implantable pump. The indications for use were not reported. The patient¿s medical history included a history of spinal cord injury. The patient was administered intrathecal gablofen (baclofen) injection for the effects of his spinal cord injury beginning on (B)(6) 2016 (pump implant date). Prior to his intrathecal pump insertion he had been on oral baclofen tid for four years. The gablofen dosage varies, currently he is on "60". Since (B)(6) 2016 he has experienced diplopia and the event is ongoing. At this time the patient had been on a dosage of "50", then he was on "25". In the week of (B)(6) 2016 the patient has experienced a baclofen overdose, further described as nausea and dizziness as the patient was taking oral baclofen at the same time as the "50". The events nausea and dizziness lasted seven days until the patient stopped taking the oral baclofen. During these seven days, the patient decreased the oral baclofen himself until he stopped it entirely. No further information provided. At the time of this report, gablofen therapy was continued. The event outcome of diplopia was ongoing and overdose was recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.